Event description:
It was reported that the ilet displayed "dosing stops soon, connect cgm or enter bg" after the user changed a dexcom g6 continuous glucose monitor (cgm) sensor without entering the new pairing code, which resulted in the system remaining paired to the expired sensor until support guided the user's caregiver to stop the old sensor and start the new sensor with the new pairing code; the new sensor entered warmup and a fingerstick value was entered. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user's caregiver and analysis of the information provided. Investigation of this case revealed a usage problem in which the procedure was not followed, with no device component implicated and no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial